Manufacturer narrative:
The device noted is not marketed in the us, however the reported malfunction is similar to a marketed device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's programmer was showing an out of regulation error (oor). The patient checked the ins and was able to bypass the oor screen, however they were unable to adjust stimulation. When the patient increased the stimulation the oor message was repeated. The patient was redirected to their hcp to investigate the cause of the oor. It was unknown if the issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.